Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed as a result of isometrics. The patient was asymptomatic to the noise. All other electrical measurements were stable. No intervention was performed.